Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer reported that he is at work and screen keeps flashing black and white he took battery out and put it back in and it¿s still doing that. Customer reported that he is out in the snow, he fell and after that pump started beeping and screen is black and white and flashing. Customer reported that he landed on the pump but had it in a pouch. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test verify missing segments and partial display due to blank display.